Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed where the rv lead and the ICD were explanted due to the high impedance measurements. The patient was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an acute spike in the right ventricular (rv) lead pacing impedance measurement from around 400 ohms to greater than 2500 ohms and that the threshold measurement was high. It is noted that the patient is a golf teacher and earlier in the year was lifting weights and bench pressing often. An x-ray was ordered, however the field representative noted the results were not shared as the patient was referred to an electrophysiologist. At this time the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.